Event description:
On (B)(6) we have been informed about a pt injury which happened in the year 2002 (two thousand two). We have received an attorney letter including two pictures showing scars the claiming pt has incurred as a consequence of that injury. The scars are on the backside of the left thigh. It is claimed the injury was a burn under a dispersive electrode made by us. However, no info regarding the lot number, the used dispersive electrode model nor any relevant details of the procedure have been included in the attorney letter. This letter is the first occasion we have learned about this incident.

Manufacturer narrative:
We are aware that this report concerns an incident, which has happened ten years ago. It might thus be of no interest to you. In any case, we have decided to err on the safe side and report it anyway. As neither a lot number, samples or other further info have been made available to used far, no further analysis could be performed. We have requested additional info but not received any yet. We will relay any further info or conclusion in a follow up report.